Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The reported event was discovered during testing in the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the system error 345 was not reproduced. A review of the event history log revealed system error 345. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream thermistor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.